Manufacturer narrative:
E1: (B)(6). Patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalised and had to be in the emergency room for 24 hours due to hyperglycemia mild dka. The diagnosis provided was insulin pump mechanical complication. Symptoms experienced by patient were drowsiness, nausea, fatigue, yellowing of the face, tongue was white and vomiting. Patient was hydrated with 2.5 liters as well given 5 units of insulin. Patient's blood glucose level was 400 mg/dl. No further information available.